Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient's father contacted lifescan on june 3, 2007 and alleged that her one touch ultra 2 meter was reading inaccurately. The medical affairs specialist was not able to reach the reporter via phone after several attempts. A letter was also sent to the address provided. The reporter alleged that the patient's blood glucose levels have "lately been all over the place". The patient also has other meters, but did not use them at the time of the event. The patient has had the subject meter since 2006. In 2007, the patient woke up at 7:00 am and tested on the meter with a result of 92 mg/dl, and was then tested again at 8:52 am with a result of 187 mg/dl. The father questioned the result of 187 mg/dl, since she was not experiencing any symptoms at that time and had not eaten. Based on that result and the patient's "chart" (sliding scale), the mother gave a corrected dose of 0.7 units of humalog insulin to the patient. At 9:36 am, the patient started feeling shaky and her "stomach was bothering". She was tested on the meter with a result of 39 mg/dl. The patient was given some carbohydrates to bring her blood glucose up. The blood glucose level went up at 10:15 am to 78 mg/dl and her symptoms had disappeared. The patient did not receive further medical treatment. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that the meter was coded correctly. The testing technique was reviewed to be correct and the puncture area was also cleaned properly. The reporter/patient did not have control solution at the time of the call and therefore, a quality control check could not be performed. This complaint is reported because the reporter alleged the patient was administered insulin based on the reported meter's result and later became hypoglycemic. A replacement meter, control solution, and test strips were sent to the lay user/patient.